Event description:
They were having difficulty during the pump refill procedure. They were able to aspirate the reservoir, but unable to fill it. They aspirated what was expected from the pump and things were going well while refilling the pump until they had 10 ml left. The last 10 ml would not go into the pump reservoir. The next day, a pump volume discrepancy was reported. The actual residual volume (28 cc) was greater than the expected residual volume (15.6 cc). The pt was experiencing increased pain. A roller study and catheter dye study were done and no issues were found. An MRI was planned to determine if the pt had a granuloma. The device system was used to deliver dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).